Manufacturer narrative:
Bci customer technical support (cts) assisted the customer in identifying and removing the reagent pack. The customer was educated about the correct way to load a reagent pack. Service was not dispatched for this event. Troubleshooting with cts resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting misloading a free t4 (frt4) reagent pack onto the access 2 immunoassay system. No erroneous results were reported. There was no affect to patients with regard to this event.